Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal . Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and an e70 alarm was confirmed in the history file; unable to perform the a21 error, occlusion, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump had normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.